Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from tubing due to which hyperglycemia occurred. High blood glucose level was 240 mg/dl and treated by manual bolus. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Patien city: (B)(6). Patient country: unites states.